Manufacturer narrative:
We received your event description for the above-mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis were inspected and low lead impedances in bipolar and unipolar lead configuration were documented. The device was programmed to maximum output (7.5v at 1.5ms). Based on all data available for analysis, the root cause for the clinical observation was not determinable. No pacemaker malfunction was noted during data inspection. Should additional relevant information become available, the investigation will be updated.

Event description:
After an implantation period of approx. 12 months, a loss of capture was observed. The patient was hospitalized and monitored. Device remains implanted.